Event description:
The customer reported failed to obtain 12 lead EKG and cables and electrodes were changed out with no change. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.